Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of ventrio st mesh. Per operative notes, ¿the sac was dissected, and the contents were reduced. A ventrio st mesh was placed and sutured.¿ (B)(6) 2021- patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of ventrio st mesh and implant of biological mesh. Per operative notes, ¿the ventrio st mesh was excised circumferentially and removed. A biological mesh was placed in an underlay fashion and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that patient underwent mesh removal and mesh had torn.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of ventrio st, patient was diagnosed with hernia recurrence, adhesion, pain and mesh torn thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, adhesion and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-dec-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.